Event description:
It was reported that the vision stent delivery system (sds) was advanced to the left circumflex lesion and the balloon was inflated, but there was no stent noted on the sds. The sds was removed from the anatomy. The dislodged vision stent was found on the back table in the cath lab. Another vision was implanted to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query for similar incidents in the complaint handling database did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states that prior to using the multi-link vision rx, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.